Event description:
It was reported that the preloaded intraocular lens (iol) was used but not implanted. A capsular rupture occurred during implantation and the lens was removed and replaced. Through follow-up we learned that the iol was implanted and removed in the same procedure, and a second lens was implanted on a separate occasion at a different clinic. The posterior capsule rupture occurred after performing iol implantation without having any haptics opened yet. No further details were provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. The intraocular lens was inserted and removed during the same procedure. Section d6b - explant date: not applicable. The intraocular lens was inserted and removed during the same procedure. Section e1 - (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.